Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? => no information. If yes, how was the device removed? Did the jaws eventually open? => no information. The lot number provided, p93x95, was reviewed and determined to correlate to product code pcee60a, not psee60a as originally reported. Can you please confirm the product code of the complaint device? => the sales rep reported that the product code is psee60a. What is the correct lot or batch number? => no information. No further information will be provided." Additional information received: the knife was returned to home position with the knife reverse switch and the device was removed. The tissue was not damaged.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife did not return to home position after the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5867g. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.